Manufacturer narrative:
The remote service engineer (rse) spoke to the customer and determined that the speaker was not able to produce sound. The rse advised the customer to replace the speaker to resolve the issue. The customer is taking responsibility to repair the device. The customer was notified to contact philips if this does not address their device issue.

Event description:
The customer reported the device is giving speaker malfunction error and does not produce sound. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.